Event description:
Customer reported receiving a button error alarm on her insulin pump. Customer stated that the button error alarm occurred during bolus. Customer stated that the insulin pump was recently exposed to sweat. Customer also stated that she attempted to clear the button error alarm by changing the insulin pump's batteries. Blood glucose level was 86 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.